Event description:
During a patient event, it was reported that the device gave the stop motion alarms and failed to analyze the patient ECG. A second defibrillator was made available with the fire department arrival after four minutes. In between the two defibrillators, the first responders provided CPR to the patient. The patient was revived at the event but passed away two days later. The patient downtime prior to responders arrival is unknown. The incident occurred two years prior and there were no additional details regarding the patient or event provided.

Manufacturer narrative:
Physio-control evaluated the event record download and found the patient had a bradycardia ECG rhythm and there was an intermittent artifact motion detected during the device ECG rhythm analysis. The device was unable to perform an ECG analysis due to continuous motion detection either due to patient movement, chest compressions or for unknown reasons. The patient did not have a shockable ECG rhythm anytime during the event. The customer declined physio-control's device evaluation/repair offer. Hence, further investigation on the reported issue is not possible.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.